Manufacturer narrative:
Lap-band adjustable gastric banding system (unknown size). Taper ii. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number and implant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Further info from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures".

Event description:
Allergan sales rep called on behalf of the doctor who reported that the pt had "dysphagia from a lap-band device". Initially, the physician removed saline, but the band was still constricted. The device was removed and gastric bypass surgery was performed. Further follow-up being conducted to gather additional info.